Event description:
It was reported that upon returning from repair a cassette attachment error message had appeared. The event occurred during testing.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. Upon further investigation found that there was downstream occlusion sensor was damaged and downstream occlusion seal was delaminated. The downstream occlusion seal and sensor were replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.